Event description:
It was reported that the 9800 system had arcing from the tube. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube and candle sticks were cleaned and re-greased during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.